Event description:
It was reported via the perinatal perioptic coordinator, that the facility has had 3 alleged incidents in the past 3 month as a results of the stirrups not holding properly. In all 3 cases, the pt's leg was put into the stirrup and as the mother began pushing, the stirrup gave way. In the first 2 of the 3 alleged incidents, a back strain resulted. In the 3rd alleged incident, an arm/shoulder strain resulted while the nurse tried to grab the stirrup before it was able to make contact with the midwife. In all 3 cases, medical intervention was sought.

Manufacturer narrative:
Result: calf support. Conclusion: replacement calf supports have been ordered. The 3 alleged incidents; the nurses were affected not the pts. In the first 2 of 3 alleged incidents, a back strain resulted. In the 3rd alleged incident, an arm/shoulder strain resulted while the nurse tried to grab the stirrup before it was able to make contact with the midwife. In all 3 cases, medical intervention for the nurses was sought.